Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port leaked. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
DHR review was performed on lot number 8150750; the lot number was built/package on nfa line 1 from (B)(6) 2018 thru (B)(6) 2018 review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed (B)(4) (extension tube bond oos) was initiated during the build of this lot that could impact the outcome of the quality of the product relevant to the defect stated in the pir. Review disclosed non-related seven qn¿s were initiated (six in-process and one finish goods) during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. The defect product leakage; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.

Event description:
It was reported that bd nexiva closed IV catheter system with dual port leaked. There was no report of exposure, injury, or medical intervention.